Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for transforaminal lumbar interbody fusion (tlif) for lumbar spinal canal stenosis and l5/s1 level implant was performed. It was reported that when the product was opened and attached to the screwdriver, the screw shaft was slightly bent. It was re-applied several times, but it did not improve; a new screw of the same size was opened and inserted. There were no problems with the screws afterwards, so there were no problems with the screwdriver. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as screw was never implanted or used to the patient as the issue occurred when the screw was attached to the driver for insertion after opening the package and confirming the screw size.

Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.